Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found no significant anomalies as the device passed all functional testing.

Event description:
Information was received via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins). Information was reported that a patient¿s implantable pulse generator (ipg)has been turning on and off by itself. Patient stated their ipg is turning off/on, and she realizes it when her pain returns. Impedance checks were within normal limits and reprogramming adjustments helped to move stimulation further into areas where coverage was needed. She will be having her ipg repositioned on (B)(6) and would like a new ipg at that time. No further complications were reported. No additional symptoms have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the representative was sent an email that the patients lawyer was inquiring if the battery positioning was related to a car accident the patient had had in (B)(6) 2017, the representative stated that they did not now. It was also reported that the patient device was replaced, before the replacement impedances were outside normal limits for 7 electrodes after replacement there was only 1 electrode outside normal limits. The patient was concerned about hives at the incision site and it was recommended that they follow up with their primary health care professional. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on june-28-2017 stating that the impedances had been within normal range at a previous programing session. Explant sent back for study. No further patient complications were reported in this event. Additional information was received from the rep on july-05-2017 indicating that the patient texted the rep a picture of her incision and about the appearance of hives. The rep recommended the patient to notify their health care professional as the rep could not provide medical advice. The patient's post operational appointment is (B)(6). The rep encouraged her to call the office to see if she could be seen sooner if she has a concern. No further patient symptoms or complications were reported.